Event description:
It was reported that there was a low impedance issue found during impedance testing. Electrodes 0 and 1 had values ¿>150¿. The device was also at elective replacement indicator (eri) and as a result there would be a replacement. It was noted that the patient had good relief from therapy and was satisfied with their coverage and relief. They wanted to have the eri implantable neurostimulator (ins) replaced as they felt the therapy was beneficial to them. The patient made no complaints related to the device or performance. The issue was detected on routine follow-up in preparation for device replacement. It was later reported that the cause of the impedance issue was not determined. It was unknown if there were any lead fractures. The replacement had not been scheduled yet as the device was at eri, not end of service (eos). The patient was doing well with adequate stimulation coverage of painful areas.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).